Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. This report is for unknown 2.4 variable angle lcp two-column volar distal radius plate/unknown lot number. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that after the application of plate distally with locking screws, and fixation proximal with screws, the distal fragment tendes to displace, making a gab between the plate and the distal radius. The patients had the va2cp removed to avoid tendon-ruptur. No patients had tendon-ruptur. This report is 1 of 2 for (B)(4).